Event description:
Hospital (foreign country) reported to smiths medical international that the luer connector detached from the arterial line (near the patient). The luer remained at the arterial canula. Lot number is unsure. Additional device in use was a pressure sleeve. The device was in use for about 3 days. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The sample has been received from the customer; however, smiths has not yet completed its investigation into this matter . A follow up MDR will be filed when the investigation has been completed.